Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the apply sample message, which was unresolved with troubleshooting. There were no allegations of harm or injury. The patient preferred to purchase additional test strips and will call if still unresolved.